Event description:
Reportedly, the customer experienced multiple occasions of low blood glucose levels of 30 mg/dl; however, the specific dates were not provided. Reportedly, the customer would lose consciousness and experienced a seizure. The customer significant other would give glucagon and called emergency medical service (ems). Ems checked the bg and administered a glucagon gel. Suspected cause was due to the customer¿s personal profile requiring adjustments.